Manufacturer narrative:
(B)(4). (Exemption number e2015033). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Hearing performance with the device has been affected. This has been confirmed with soundbooth testing. There is no report of accident or trauma. Family would like to proceed with re-implantation at this time.

Manufacturer narrative:
Med-el elektromedizinische geraete (B)(4) and vibrant med-el submit MDR reports on behalf of med-el corporation (exemption number e2015033). Conclusion: damage to the active electrode likely caused by minute device mobility was determined to have led to device failure over time. The investigation results appear to match the symptoms mentioned in the patient report. This is a final report.

Event description:
Hearing performance with the device has been affected. This has been confirmed with soundbooth testing. There is no report of accident or trauma. Family would like to proceed with re-implantation at this time. In situ measurements taken 23-jun-2017 show 5 channels with high impedance; previous measurements taken in october 2016 showed impedance on all channels within normal limits. Massage of the site did not improve the results. The patient has been re-mapped round the affected channels. Imaging has been recommended to confirm placement of the array. The patient was re-implanted on (B)(6) 2017. It was stated in the device explantation report that the active electrode lead was severed during removal surgery.